Event description:
It was reported that the bd syringe plastipak 5ml s/su package was damaged / defective. The following information was provided by the initial reporter: we have received two notifications regarding the material used. Could you please provide us with feedback on the incident? Here is the information: date: (B)(6) 2025 material: 5ml syringe batch: 5177384 events: syringe packaging opened unintentionally jithu ps, (B)(6) 2025, additional information received on 16sep2025 email follow up: - is there any impact on patients? If so, please explain in detail. No. - could you provide more details about the event? The packaging accidentally tore the paper when the material was removed from the strip to be dispensed. - could you confirm the quantity affected? No. - could you confirm the date on which the event occurred? (B)(6) 2025 - could you send photos/videos of the sample? The event was not recorded. - was anvisa notified? If so, what is the notification number? No. - is the sample related to this incident available for analysis? No.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: it was performed the DHR, maintenance records and quality notifications, and no deviations associated with the batches in question were found. Unfortunately, as no samples or photos were provided by the customer, we are unable to conduct a detailed investigation or determine the root cause of the reported incident. Based on the information available, we cannot confirm the validity of the query. Our manufacturing process is validated against specific resource criteria, and the incident identified in this consultation will be monitored to assess trends. As this occurrence does not exceed the batch's acceptable quality limit (aql), no additional corrective or preventive action is proposed at this time.